Event description:
It was reported that the wake button became detached from the pump and unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.